Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) replaced the pcba video generator board which corrected internal communication failure. The iabp unit passed all functional and safety tests per factory specifications, and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a internal communication failure during a routine check. The screen freezes with a loud beep and the unit shuts down. There was no patient involvement, and there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a internal communication failure during a routine check. The screen freezes with a loud beep and the unit shuts down. There was no patient involvement, and there was no adverse event reported.